Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats wedge resection procedure, the surgeon tried to fire the reload with the handle; he could not squeeze the handle of the body. The nurse changed to a new reload with the same lot and it was not able to fire. The nurse then changed the reload to a new lot numbers and the surgeon was able to finish the procedure without any issue. No reinforcement material was used. No patient adverse events reported. Patient status is alive with no injury.